Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy. Programming changes were made. The patient was in good condition afterwards.

Manufacturer narrative:
(B)(4).